Event description:
Info received indicates the head section of the bed will not lower and the CPR function will not work.

Manufacturer narrative:
The technician isolated the issue to the head down valve. He replaced the valve to repair the bed.